Manufacturer narrative:
The device has been returned and evaluated by product analysis on 20-nov-2017 with the following findings: during investigation, the cartridge compartment was found to be cracked above the grip pad causing a separation of the threads. The cartridge cap was not returned with the pump. A test cartridge cap was unable to properly secure to the returned pump. Unrelated to the original complaint, the battery compartment was found to be cracked above the grip pad and near the lower left corner of the grip pad.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The cartridge compartment cap was alleged to be loose. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.